Event description:
Dealer states "caster wheel stem, bent inside bedframe" no injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the caster wheel has allegedly bent completely to the floor causing the bed to dip but not drop. The caster wheel has been replaced under a warranty order. No injury alleged.